Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. Reportedly, the display was scratched and there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Several small scratches were observed on the display lens. The pump powered up to the verify screen with auditory and vibratory features. No evidence of moisture intrusion was found anywhere in the pump.